Manufacturer narrative:
The pump was undergoing preventive maintenance (pm) at mckesson when it was found that the device repeatedly failed the volume test. The device continually over-infuses and fails the pump actual flow rate accuracy being greater than the +-5%. The specifications for flow rate accuracy is +/- 5%. The pump was returned to intuvie and testing revealed that the pump passed flow rate testing. The reported issue was not confirmed. A review of the serial number history found no similar complaints for this device. The cause remains undetermined. Zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint #(B)(4).

Event description:
The pump was undergoing preventive maintenance (pm) at mckesson when it was found that the device repeatedly failed the volume test. The device continually over-infuses and fails the pump actual flow rate accuracy being greater than the +-5%. The specifications for flow rate accuracy is +/- 5%. It was reported that was no patient involvement.